Event description:
After injecting the patient with pre-filled lovenox syringe, the button to deploy the protectant cap was pushed. The spring overshot the needle, causing it to fall out of the syringe and stick into the ground. No injury occurred.